Manufacturer narrative:
The reported events were lead dislodgement and unable to implant. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was unable to be fixated and dislodged at implant. The physician elected to remove the lead and used a different lead to complete the procedure. The patient condition was stable.